Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high thresholds. Reprogramming to other vectors was attempted but resulted in extracardiac stimulation. Output was lowered and the lead remains in use. No patient complications have been reported as a result of this event.